Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited foreign material in the air water cylinder and tube. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1, e2, e3 and h6 (component code 440-cylinder should had been added from the initial). Additional information: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the "foreign material in the air/water channel and cylinder" malfunctions would likely be relate to the reprocessing that was not conducted properly due to leakage from the grip. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.